Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 disk. The sample initially resulted in a hcg+beta result of 9561 miu/ml with a data flag. The sample was repeated, resulting in a hcg+beta result of > 10000 miu/ml with a data flag. The sample was diluted 1:50 and repeated, resulting in a hcg+beta result of 131238 miu/ml with a data flag.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer checked the analyzer and found a bent mixer. The investigation is ongoing. E1 initial reporter street address continued: (B)(6). E1 initial reporter city continued: (B)(6).

Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.